Event description:
It was reported that there was high impedance and a possible lead fracture. There was a single high impedance measurement, oversensing and noise consistent with a lead conductor issue. The lead was manipulated while capturing telemetry during invasive investigation and confirmed the noise to be isolated to the lead body. During extraction of the lead using laser lead extraction, the physician initially felt a pericardial effusion occurred. The patient's chest was opened emergently by the surgical team and determined that the source of the bleeding was a tear in the superior vena cana caused by the laser sheath and large volume of blood was lost into the patient's thoracic cavity resulting in a pleural effusion and no pericardial effusion was present. The patient did not survive the emergent surgical procedure to resolve the pleural effusion and died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows a spike increase for max ventricular pace bi impedance equal to 475 to 1368 ohms peak between (B)(6) 2012, then returning to 475 ohms on (B)(6) 2012. Patient alerts for lead failure predictor occurred on (B)(6) 2012. Ventricular nonsustained tachycardia less than or equal to 210 milliseconds (ms) occurred between (B)(6) 2012. Ventricular short interval count (v-sic) equal to 185.4 counts average/day, in 4.99 days, between (B)(6) 2012.

Manufacturer narrative:
Product event summary (B)(4): the partial lead was returned in segments and analysis noted the lead was fractured. It was noted there was cosmetic depression of the outer insulation, there was cosmetic environmental stress cracking of the tubing overlay, there was blood on the overlay tubing, the distal electrode was pulled/stretched/overstress, the defibrillation coil (right ventricular) was kinked/buckled, there was blood on the distal electrode, the defibrillation coil (superior vena cava) was kinked/buckled, the overlay tubing was melted, the right ventricular defibrillation coil was pulled/stretched/overstressed and the defibrillation coil (superior vena cava) was pulled/stretched/overstressed. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance and a possible lead fracture. There was a single high impedance measurement, oversensing and noise consistent with a lead conductor issue. The lead was manipulated while capturing telemetry during invasive investigation and confirmed the noise to be isolated to the lead body. During extraction of the lead using laser lead extraction, the physician initially felt a pericardial effusion occurred. The patient's chest was opened emergently by the surgical team and determined that the source of the bleeding was a tear in the superior vena cana caused by the laser sheath and large volume of blood was lost into the patient's thoracic cavity resulting in a pleural effusion and no pericardial effusion was present. The patient did not survive the emergent surgical procedure to resolve the pleural effusion and died.